Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2019. It was reported that ¿they messed up on the surgery¿ and that ¿they were trying to get the patient out of pain before they programmed it. Because of this, the patient was still in the hospital, and he was looking to meet with a manufacturer representative. There were no further complications reported.